Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient was scheduled to meet with the manufacturing representative on (B)(6) 2014 to interrogate the implantable neurostimulator (ins). It was noted that the patient described a ¿shocking¿ sensation when increasing the amplitude with his programmer. No patient falls or potential damage to the system was reported. (B)(4) 2014: crts 3043866x2 (con): additional information received reported that when the patient went to turn his device on the day prior the report, ¿it wasn¿t working properly.¿ it was noted that the patient was having a problem with the stimulation feeling incorrect and shocking him. It was further noted that it was giving the patient ¿shocks, like an electric fence and it was twice as fast as his heartbeat.¿ it was noted that when the patient turned off the stimulation, it stopped. It was noted that it only happened when he turned his stimulation on. It was noted that the patient¿s ins was implanted for his legs. It was noted that for the problems in his right leg he had been using mostly program 2. It was further noted that the patient had been trying program 1 and 2 since the day prior to the report, and the shocking happened on both settings. It was noted that if the patient turned it down to 0.70, he couldn¿t feel the shocks, but when it got up to 1.10, he could. It was further noted that the patient did not have any falls or trauma, but did have a diagnostic ultrasound a few days prior to the report. It was noted that the ultrasound was performed because of the cramps in his legs and they wanted to check his blood flow.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).